Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient was seen in follow up, the sensing was reprogrammed from integrated to bipolar sensing. A chest x-ray was not performed as due to the maturity of the lead. Defibrillation threshold testing (dft) was performed with successful results.

Manufacturer narrative:
Continuation of d10: 6935m55 lead <(>&<)> 429888 lead; implant date (B)(6) 2016. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right ventricular (rv) lead exhibited crosstalk resulting in an inappropriate shock and lead dislodgement was suspected. The rv lead triggered a lead integrity alert (lia) for high-rate non-sustained episodes and sensing integrity counter (sic). In addition, the right atrial (ra) lead displayed undersensing and there was evidence of prior intermittent far field r-wave (ffrw) oversensing post bi-ventricular (bi-v) pace. It was noted that the ra lead sensitivity was previously reduced due to ffrw oversensing. Device detections were turned off and the ra lead sensitivity was increased. The leads remain in use. No further patient complications have been reported as a result of this event.